Manufacturer narrative:
The pump passed the displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio, vibrate anomaly, absence of alarm not confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure error alarm twice. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.